Manufacturer narrative:
The used device has not been analyzed since it was disposed by the customer; however we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. The similar incident on a different day with the same device, and that is reported as manufacturer's reference number 8010002-2019-00130. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We decided to report this incident since we consider this incident of blood leak from the arterial header is an incident which might cause serious injury to the patient. We will include this incident in our risk analysis and will continue to monitor similar complaints carefully.

Event description:
At 14:50: nurse (B)(6) rn had just changed dialyzer due to clotting in the venous chamber. Machine was re-setup and treatment was resumed. Venous pressure started going back up within 10 minutes of dialyzer change. This charge nurse was called to readjust venous needle. While checking the bfr of the adjusted needle, a loud popping sound was heard and blood was flying everywhere. Dialyzer header was cracked. The nurse was unable to give patient's blood back. Dialyzer and lines were placed in a red bag and placed in the biohazard room. Patient denies any complaints at this time. He remains alert and oriented x3. Patient does not receive heparin while on the machine. Nurse (B)(6) had blood to go all over her. Eyes of nurse were rinsed with saline, and ppe was changed. The (B)(6) rn nurse manager and nurse on duty notified of the above. The (B)(6) rn send to ER. Rainbow of blood tubes were drawn on the patient. No further information was reported.